Manufacturer narrative:
Device history review: after reviewing the complaint file, device history record and performing a root cause analysis, there is no direct evidence found to be related to the manufacturing process of the lens as a root cause of this complaint. Therefore it is determined that the root cause of the capsule tear is unknown. Based on the complaint history, work order search, device history review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon inserted a cc4204a collamer single piece lens in the patient's eye. After lens insertion, noted a capsule tear. No vitrectomy was performed. The lens was cut to remove from the eye. An aq2010v lens was implanted and the wound was sutured. Cause of capsule tear is unknown.

Manufacturer narrative:
Concomitant medical products: collamer®ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4): evaluation: method - lens work order search. Results - visual inspection of the returned product found one plate haptic is torn and half of it is torn off and missing. Both sides of the optic and haptics were checked for rough/sharp edges. Edges were found to be acceptable. Lens was returned in liquid. There was clear surgical residue on the lens. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Method - medical review. Results: medical review: reported by a nurse from the facility, one-piece collamer lens was removed intraoperatively to address capsular tear that was observed after lens insertion. Vitrectomy was not performed. Another lens of a different model was implanted successfully at the same surgery date. No reported postoperative sequelae. According to the report, the most likely cause of the event was unknown. It should be noted, that in majority of cases, posterior capsular damage occurs due to a user error (during phacoemulsifation and before lens insertion) but remains not visible until surgeon places the iol which causes capsule to stretch and to reveal the defect. Per dfu warnings:" iol should not be implanted if the posterior capsule is ruptured or if a primary capsulotomy is to be performed." Conclusions: based on the complaint history, lens work order search, device history report review, medical review and the evaluation of the returned product, a specific root cause of this event could not be determined. (B)(4).